Event description:
As reported by nutricia medical devices (nmd): "the place of action was the 'nord krankenhaus (hospital) bremen' where the following scene occurred. In this case, a patient has been in intensive care for 4 weeks, receiving tube feeding. As a diabetic patient she also received insulin treatment by an insulin perfuser which has to be stopped manually. The nursing staff said that the air alarm of the pump (zevex pump) didn't work, so they missed the proper point of time to stop the insulin dosage. As a consequence the patient suffered from an hypoglycemic shock and had a severe metabolic lapse when the staff entered the room, not knowing that the feeding had stopped flowing," the nutricia field worker visited the hospital to collect the pump, but was not allowed by the hospital staff until given authority to do so. "Consequently our field worker (a qualified paediatric nurse and well trained with the use of the pump) performed a functional test with the pump on site and the air alarm worked without disturbance. An attendant medicine product technician could confirm this".

Manufacturer narrative:
The pump has been received and is under investigation. A follow up report will be sent to FDA once the root cause investigation is complete. The pump model in question is not intended to be used as a timing or metering device for other pumps or medical devices.